Event description:
The patient was revised due to osteolysis and loosening of the cup. There is a lack of bone stock caused by perthes disease during childhood. The patient was revised due to loosening of the cup.